Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump date was incorrect due to the customer having entered the incorrect date on the pump. Tandem technical support assisted customer in correcting date and time. Blood glucose was 288 mg/dl.